Event description:
It was reported that the pressure was unable to rise from 6 atm with an inflation device.

Manufacturer narrative:
The reported event is confirmed as use-related. Evaluation of the returned sample was performed by atrion medical. A visual inspection of the device was conducted upon receipt. It was noted that the gauge needle was out of the zero box when received. The right clamp was broken and the o-ring was out of position. There was also an unknown crystallized substance in the device hose and glue plug. There were no other visual anomalies noted in the visual inspection. The device was connected to a pressure indicator, and an attempt was made to fill the device with distilled water. It was noted that the device pulled in air from the clamp / o-ring area of the device, which prevented the device from drawing in enough water to become pressurized. The clamps were removed and replaced with new ones. Also, the o-ring was repositioned, and then the complaint device was reconnected to the pressure indicator to perform functional testing. The device was aspirated and then brought to pressure again. The gauge needle moved accordingly as the pressure was increased, however was out of tolerance at 4 atm, 14 atm, and 30 atm because the gauge needle was not originally in the zero position when the device was received. The device passed all other functional testing, which consisted of pressure leak, pressure decay, and vacuum capability tests. The device pressurized fully and maintained pressure throughout the functional testing after the o-ring was replaced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the bard® eagle¿ inflation device is a one-piece, plastic, 10cc disposable inflation device with a lock lever design that controls the piston, a pressure gauge, and a high-pressure connecting tube with a male rotating adapter. The pressure gauge measures pressures ranging from vacuum to 30 atm; the gauge is marked in 1 atm increments. The gauge also has an inner scale of comparable psi measurements. The accuracy of the pressure gauge has been determined to be within 1 atm over the range. Indications: the inflation device is recommended for use while performing urological balloon dilation procedures to inflate the balloon, sustain pressure, monitor pressure within the balloon, and deflate the balloon. - contains warnings and use instructions to control risk to user. IFU reads as follows: warnings: use only liquid inflation media. Do not inflate with air. Always follow the manufacturer¿s directions accompanying the balloon dilation catheter for instructions for use, maximum balloon inflation pressure, precautions, and warnings for that device. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable regulations. Precaution: before use, inspect the device to verify that no damage has occurred during shipping and handling. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Instructions for use: preparation: make all aspiration and injection maneuvers with the lock lever pushed left, i.e., unlocked. Unlock the piston by pushing the lock lever left. In this position, you can freely pull the piston back for aspiration, or push it forward for injection. To lock the piston in position, slide the lever right to the straight up position. 1. Prepare a solution of contrast medium and normal saline in a small sterile bowl or in the well provided with the package. Check balloon catheter and contrast medium instructions for specific contrast mixture recommendations. 2. Orient the tubing downward into the contrast medium. 3. Push the release lever left and aspirate enough solution to fill the syringe. 4. Hold the device upright to purge the air from the syringe and connecting tube. Tap the syringe lightly, if necessary, to remove all the air bubbles and fill the connecting tube completely. 5. Inspect the syringe and tubing to ensure that the device has been completely purged. 6. Adjust the syringe volume to 3 to 4cc. If more contrast solution is needed, submerge the syringe tip into the basin of solution and aspirate. Attaching the inflation device to the balloon dilation catheter: 1. Prepare and test the balloon dilation catheter according to the manufacturer¿s directions for use. 2. If a separate syringe was used to prepare the balloon catheter, remove it. Create a fluid-fluid connection between the balloon and the connecting tube (male rotating adapter) of the inflation device by placing a drop of contrast solution from the syringe into each hub. 3. Hand tighten the hubs securely. Balloon inflation and deflation: 1. Release the lock lever and allow the piston to move forward into neutral position (0 atm). 2. To inflate the balloon, engage the lock lever, turn the palm grip on the piston clockwise slowly until the desired inflation pressure is reached. The lock lever maintains the increasing pressure. 3. To deflate the balloon, push the lock lever left, releasing the piston, and pull back. Slide the lock lever back to lock, if desired. Inflating the balloon catheter 1. Fill the inflation device (eagle inflation device) with sterile diluted contrast medium. 2. Attach the inflation device to the balloon lumen. 3. Inflate the balloon. Note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media. Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible. Warning: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. Deflating the balloon catheter deflate the balloon using an inflation device. Since deflation times vary based on balloon sizes and shaft lengths, check fluoroscopically to confirm deflation before attempting to withdraw. 1. Attach the inflation device (eagle¿ inflation device) to the balloon catheter and remove the solution from the balloon by pulling back on the inflation device. 2. Remove the inflation device from the balloon catheter. This will allow ambient pressure to enter, relaxing the balloon. 3. Gently withdraw the catheter. Use of a gentle counterclockwise twisting motion is recommended when removing the catheter. Caution: if resistance is felt when removing either the catheter or the guidewire from the introducer sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pressure was unable to rise from 6 atm with an inflation device.